Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pacing impedance measurements, noisy signals and loss of capture (loc). The decision was made to explant and replace this ra lead. It was also noted the device was replaced during the same procedure. There were no allegations against the device. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Resistance testing indicated the lead was fractured. The suture sleeve footprint indicated it was tied down on the lead body approximately 18.4-20.4 cm from the terminal pin. X-ray analysis noted a fracture at the proximal end of the suture sleeve. This type of damage is consistent with repeated stress over time.